Event description:
It was reported that there was a volume discrepancy issue, the actual residual volume was greater than the expected residual volume. The actual residual volume was 30ccs, the expected residual volume was 2ccs. The logs were normal. A dye study performed on (B)(6) 2011 and the physician was unable to aspirate and there was no flow. A roller study was also performed and the pump was turning. A catheter revision was planned, but the date had not been set at the time of reporting. The drug used in the pump at the time of the event was lioresal.

Manufacturer narrative:
(B)(4).